Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was aborted. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log file showed that the malfunctioning in flexvision pc resulted in the system not being able to complete the startup sequence. The fse replaced the flexvision pc. After replacement of the flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the allura system did not boot up successfully as the start-up countdown got stuck at 00:00. The system was in clinical use. No harm was reported. Philips has started an investigation of this complaint.